Event description:
The recipient stopped to use the audio processor (ap) in 2019 because the ap was broken and he did not have financial conditions to fix it. At the appointment, the audiologist saw affected channels during in situ testing. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The recipient stopped to use the audio processor (ap) in 2019 because the ap was broken and he did not have financial conditions to fix it. At the appointment, the audiologist saw affected channels during in situ testing. However, the recipient returned recently, besides the condition, he was satisfied with the sound with the device. Further proceedings are unknown.

Event description:
The recipient stopped using the audio processor (ap) in 2019 as the ap was broken and he was unable to have it repaired. He was 3 years without the ap. The recipient was seen in (B)(6) 2022 when he saw his audiologist to get a new ap. At the appointment, the audiologist saw affected channels during in situ testing. However, the recipient said he was satisfied with the sound with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.